Event description:
Doctor removed the drain in the ususal fashion. No extra "tugging" on the drain was required to extract the tube. However, only the clear tubing was removed. The white distal section of the drain was not extracted and remained in patient. The doctor gently probed the hole and was unable to reach the remaining section.patient had to be taken to the or where the section was successfully removed. The white drain had become disconnected from the clear tubing. Doctor felt it was defective as there was no broken area on tubing: it came apart at junction of clear and white connection. This should not have occurred.